Manufacturer narrative:
Information not provided by reporter . On (B)(6) 2017- date 3m management made the internal decision to file an MDR report for this complaint. 3m completed a retrospective complaint review. This report is now being filed with the FDA due to similar reports where an injury occurred. There was no patient injury associated with this report.

Event description:
Customer reported a patient had IV fluids infusing via an IV infusion pump. Curos jet caps were reportedly placed on the needleless connectors of the IV tubing. Customer stated the patient experienced leaking from the needleless connector closest to the patient which reportedly had a curos jet cap in place. The leak was noticed right away and the tubing was changed. No patient harm or consequence was reported.